Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿

Event description:
It was reported that no drips were seen out of the end of the tubing during the fill tubing step. The contact reported that the luer lock connection appeared to be screwed together crooked. The luer lock connection was unscrewed and reconnected to be straight. The fill tubing step was completed with drips seen at the end of the tubing. There was no impact to the customer's blood glucose level.